Manufacturer narrative:
Film evaluation summary: the reported endoleak seen during final angiogram at implant could not be determined from the pre-implant films provided. Images during implant were not provided, and the reported endoleak could not be assessed. Images post-implant were also not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that the endoleak observed was a proximal type I, potentially related to an incomplete proximal seal caused by the extensive neck calcification which was confirmed as more prominent on the posterior side of the neck. It is also possible that this may have been a type ii or a type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received confirmed that the physician could not verify the endoleak. The physician was concerned that it may have been a type I endoleak, due to a large piece of calcium. However, a type ii endoleak could not be ruled out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had posterior calcification in the proximal aorta. It was reported that the final angiogram showed a late endoleak and the physician placed a non-mdt stent in the proximal aorta. However, the endoleak was still visible and the physician thought it was possibly a type ii endoleak. The procedure was completed with no further intervention carried out. As per the physician, if the endoleak was a type ia then the cause was due to the posterior calcification in the aorta. No additional clinical sequelae were reported and the patient is being monitored.